Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold. The asymptomatic patient presented in the operating room for a device change out due to normal battery depletion. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition after procedure.